Event description:
It was reported that a home patient experienced a leak from the disposable device while using the homechoice device, during drain one of four. The leak was further described as the patient noted solution on the floor. The patient was connected at the time of the event. The technical service representative assisted the reporter to end therapy and advised the reporter to start therapy over with all new supplies. The patient would complete therapy using new supplies. It was reported that the transfer set was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.